Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: (B)(6). Batch: 7079850 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: (B)(6). Batch: 7081783 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: (B)(6). Batch: 7083711 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: (B)(6). Batch: 7083882 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 7037311 UDI: (B)(4).

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.